Manufacturer narrative:
West pharma. Services il, ltd. (West il) is currently investigating this complaint. Per the customer, the device will not be returned to west il for an evaluation. However, a photograph was provided to west il with visible particles as reported inside of the packaged device. Upon completion of the west il investigation and if additional information is provided from the customer a follow up report will be submitted.

Event description:
On (B)(6) 2024, the customer, novo nordisk, contacted west pharma. Services, il ltd. (West il), to report that during the in process inspection, prior to release to the market of the vial adapters, a loose black particulate matter was observed within the vial adapter blister pack. The affected lot number involved in this reported event is f768.

Manufacturer narrative:
West pharma services il (west il) investigated on a complaint received by novo nordisk regarding a loose black particulate matter observed within the vial adapter blister pack. According to batch records review, lot number f768 was manufactured according to relevant procedures tested before release and shipped according to specifications. There were no non-conformances found. No other complaints were received from lot# f768. The incoming inspection of the blister used for lot#f768 were reviewed, no issues were found. 90 units from retained samples of lot# f768 were visually inspected, no issues were noticed. The sample was not returned to west il for evaluation. However, a photo of the sample was provided. According to the photo, it could not be determined if the particle was located inside the blister or outside of the blister. According to available information, the root cause could not be determined.